Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ra lead was thoroughly analyzed. Detailed analysis indicated that microscopic analysis showed that both the anode and cathode conductor coils were fractured approximately 185-186 mm from the terminal pin (in the terminal segment). The insulation in the area of the fracture has an extreme bend, almost 90 degrees, and the conductor coils are deformed. The suture sleeve was now located 114-134 mm. Due to the location and type of damage, this damage appears consistent with entrapment in the clavicle first rib region. The allegation was confirmed.

Event description:
Boston scientific received information that this right atrial (ra) lead insulation was damaged. The ra lead was explanted and was returned for analysis. No additional adverse patient effects were reported.